Event description:
The lay user/reporter contacted lifescan in decmeber 2005. The reporter stated that the pt was using a "one touch accucheck meter" and did not have the meter or supplies with him at the time of the call. He reported that the pt had received a result of "100 or 110" and was feeling shaky, and "could not steady his hands" at the time of testing. She was taken to the hosp, where the hosp meter result was 58 mg/dl and the pt was given something to drink there. The reporter was unable/unwilling to answer if the pt had taken any action prior to going to the hosp. At the time of troubleshooting, the reporter was unable/unwilling to answer if the meter was set in the correct unit of measurement at the time of testing. There is no further info provided. This complaint is reported because the pt had received a normal result on the subject meter, but experiencing low symptoms at the time of testing. Her blood glucose level was low on the hosp meter and was given treatment correlating the symptoms.